Event description:
Http://www.ultrasoundstore.com/image_mgmt_opions.shtml this product has been reported numerous times to the FDA and is direct violation of class 2 medical device requirements. Why has nothing been done?